Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapies failed longevity testing in guidant's relability laboratory.